Event description:
Spring wire guide difficult to advance. Resistence met while extricating wire. After some careful tugging, wire came out with uncoiling of peripheral wire wrap from central core wire. To all observors, the wire seemed in I piece. The re. Was contracted & stated this is a designed feature to enhance integretity of guide wire (rep. Barry howard). The device was still removed from service per physician requestinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.